Event description:
During the atrial fibrillation procedure, a blood leak was noted from the hemostatic valve of the sheath. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.